Manufacturer narrative:
Initial 4 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was bent that led to caused occlusion and blood glucose was started to rise after couple of hours event on (B)(6) 2026.